Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time if yes, please explain. --no. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? --no. What is the patient's current status? --unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: can you identify the lot number of the product used? Were there any patient consequences? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient's current status?

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2024 and suture was used to suture the skin and subcutaneous tissue. During the procedure, the problem of pulling off suture needle happened. A new suture was immediately replaced, which resulted in a 2-minute extension of the surgery time. There were no adverse patient consequences. Additional information was requested.